Event description:
A report was received that the patient's ipg was in hibernation and the patient was experiencing pocket site pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg had been successfully charged. In addition, the cause of the pocket site pain was unknown. The pocket pain had subsided, and the patient will take no further course of action.

Event description:
A report was received that the patient¿s ipg was in hibernation and the patient was experiencing pocket site pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.